Event description:
Consumer complaint about high blood results. Customer normal results are 100-110mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (189) and the lowest normal result (100) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:: user had an inaccurate reference.

Event description:
Consumer complaint of about high blood results. Customer normal results are 100-110mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (189) and the lowest normal result (100) is located in zone b/c. No adverse event reported.